Manufacturer narrative:
Secondary intervention. Stent embolism. Guide catheter. Severe calcification, high tortuosity & high lesion % stenosis.

Event description:
A 2.75mm x 24mm micro driver rx bare metal coronary stent delivery system was inserted into a pt for the treatment of a mid marginal circumflex lesion. Tortuosity and lesion % stenosis was reported as high, with severe calcification. Following pre-dilatation a micro driver rx bare metal coronary stent (2.25 x 24mm) was implanted at the distal lesion. Both mid and distal lesion were pre-dilatated with 3mm balloons (including an n.c balloon) for 2/3 inflations. An attempt was then made to implant the 2.75 x 24mm micro driver rx bare metal coronary stent, however, this attempt was unsuccessful. During withdrawal, it was reported that the device got stuck in the left main and stent dislodgement was reported. A failed attempt was made to remove the dislodged stent with a snare. It was reported that the stent got stuck at the ascending aorta and escaped from the snare. Communication received from the field confirmed that the dislodged stent remained in the pt and the stent delivery system (sds) is not available for eval. Cd images were returned for eval. The event description reports that the physician pre-dilated the lesions and then implanted a micro driver 2.25 x 24mm bare metal coronary stent. In the distal lesion and review of the cine images confirms this. After the implantation of the 2.25 x 24mm bare metal coronary stent the blood flow in the distal vessel appears to have improved. There are no images captured of the advancement or retraction of the micro driver 2.75 x 24mm device; however, there are several images of what appears to be a dislodged stent situated near the tip of the guide catheter. Further images show that the dislodged stent has moved further down in the vessel and the numerous attempts by the physician to retrieve this stent with the use of a snare. The dislodged stent does appear to be stretched and damaged in several frames; this damage was most likely caused during the procedure. Add'l info received confirmed that there was a high level of tortuosity and stenosis. It was also confirmed that the stent could not pass the lesion due to the severe calcification present and that the stent got stuck in the vessel, during attempted withdrawal. It was reported that resistance was noted during advancement of the device to the target lesion and it appears most likely that this impacted on the stent retention of the device resulting in the dislodgement as reported. The driver/micro driver rx instructions for use (IFU) cautions "if resistance is encountered, do not force passage. Resistance may indicate damage to the stent or stent delivery system". As the dislodged stent appears to be situated at the tip of the guide catheter, it is also possible that the stent caught on the guide catheter during withdrawal. The physician has indicated that this event could have happened with any stent & felt that there wasn't a problem with the device. Stent embolism is listed as a complication associated with the use of coronary stenting devices. There is no identified inadequacy in the (IFU) in relation to this complaint.